Event description:
Asr revision to be revised (B)(6) 2013.asr xl- right.reason(s) for revision: component loosening (cup); pain.update received (B)(6) 2013. Crawfords have now confirmed that the revision has taken place.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision to be revised (B)(6) 2013. Asr xl- right. Reason(s) for revision: component loosening (cup); pain. Update received 20th november, 2013. Crawfords have now confirmed that the revision has taken place. Update 10 dec 2014 - letter received from patient and attached. Added patient name and gender and details into the comorbidities box.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision to be revised (B)(6) 2013 asr xl- right reason(s) for revision: component loosening (cup); pain update received 20th november, 2013. (B)(6) have now confirmed that the revision has taken place. Update 10 dec 2014 - letter received from patient and attached. Added patient name and gender and details into the comorbidities box. Update 01 june 2015 -letter received from patient and attached. Update nov 17, 2017: email notification received. Updated product information. This complaint was updated on nov 21, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.